Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported bythe facility that the patient did not have an infection and ipg system change out was due to failing right ventricular (rv) lead. No allegation against implantable pulse generator (ipg) or right atrial (ra) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac infection. The entire implantable pulse generator (ipg) system was explanted and upgraded. No further patient complications have been reported as a result of this event.